Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Reportedly, the customer was pulling a lot of air out of cartridge. Clinical support advised customer that pulling too much air out of the cartridge is off label per the tandem user guide. Customer's blood glucose was 162 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.